Event description:
The surgeon reports that a lens was implanted approx 18 months ago. The pt subsequently had a corneal graft which was treated with topical steroids. The surgeon has since noticed a deposit on the anterior surface of the iol. We have requested further details from the surgeon.

Manufacturer narrative:
The superflex aspheric lens is not sold in the united states. (B)(4).